Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for greater than 100 colony forming unit (cfu) of klebsiella pneumoniae on (B)(6) 2022. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. The user facility reported that 4 x cf-hq190l scopes tested positive with klebsiella and 3 have come back negative after manual cleaning but one continues to have positive klebsiella last 3 mirco-tests. The customer was advised to follow genca recommendations and do full manual clean as presently are brushless with soluscope. This complaint is related to patient identifiers (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation from the device instructions for use (IFU) was confirmed by report from the customer where: brushing was not performed at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a root cause could not be determined. According to the investigation results, reprocessing steps by the user had deviation from IFU at the location of sampling. Therefore, it cannot be denied, the possibility of insufficient reprocessing due to the deviation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.